Event description:
It was reported that the pt had not changed, or used the stimulation, for several months and experienced telemetry issues and no communication between the implantable neurostimulator and the programmer. A device over-discharge was suspected. The pt was scheduled to see the physician. It was later reported that it was not possible to bring the pt's device out of over-discharge after making three attempts using a physician mode recharge (pmr). The over-discharge was not confirmed. The device was repositioned. The pt requested that the device be replaced with a non-rechargeable neurostimulator. A replacement surgery had not been scheduled. No further details regarding pt symptoms or outcome were provided. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).